Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg). Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the camera cable due to stress such as twisting to the camera cable being applied by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the breakage of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that only stripes pattern appeared in the endoscopic image of the subject device. When the user checked the subject device with connecting to three other video system centers, it was found that the same phenomenon occurred again in each case. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.